Manufacturer narrative:
(B)(4). A sample was not available for analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a titanium adapter could not be connected to a uv flash transfer set when changing the transfer set on a patient. There was no patient injury or medical intervention. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4).